Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch lancing device did not fully penetrate. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2014 at 11:55 am. The patient does not use diabetes medications to manage her diabetes. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "nausea" approximately 5 minutes after the alleged product issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the patient was using the correct lancet gauge (33g), there was no indication of product misuse, the subject product has been in use for approximately 1 year and the issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject lancing device caused or contributed to a serious injury. The patient's reported symptom of ¿nausea¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (04/09/2015).the patient¿s lancing device has been returned on 3/10/2015 and evaluated by lifescan product analysis on 3/23/2015 with the following findings:the lancing device involved with this complaint failed testing. The lancing device was found to have intermittent puncture marks at lowest depth setting due to weak spring retention. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.